Event description:
Patient representative reported for unknown side "patient suffered, and continues to suffer, from a diagnosis of bia-alcl after breast cancer and double mastectomy, permanent physical injury, significant pain, mental and emotional suffering, fear, grief, anxiety, apprehension, permanent scarring, bia-alcl recurrence, infection, disability, chronic pain, seroma, rashes, itching, extreme swelling, asymmetry of breasts, change in nipple sensation, capsular contracture grade unknown, heat sensation, mental pain, anguish and fear due to risk of bia-alcl recurrence. Patient has been diagnosed with bia-alcl". Histopathological markers confirming alcl have not been received. Also reported "breast cancer", "radiation treatments, scarring, disfigurement, reconstruction, mastopexy" which is not related to the device. The device has been explanted and replaced. Treatment: device explant, capsulectomies.

Manufacturer narrative:
(B)(4) - lymphoma. The events of capsular contracture, infection, seroma and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, infection (unknown onset), seroma. Date of alcl diagnosis: 2017.